Event description:
On 3/27/2023, it was reported by a sales representative via email that an ar-8978p dx swivelock sl anchor broke during insertion. A new anchor was used to complete the case. This was discovered during a cmc internal brace procedure on (B)(6) 2023. Additional information received on 3/28/2023: all fragments were removed from the patient, and the case was completed using another ar-8978p dx swivelock sl.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.